Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, balloon was not inflating properly and/or the tube breaking. It was indicated that possible reintubation was required.